Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. Reportedly, the pump was located in the customer's back pocket, and the customer's body was obstructing the connection between the pump and transmitter. There was no reported adverse impact to the customer. Reportedly, the pump and transmitter regained connection.

Manufacturer narrative:
Additional information received from customer: "things working the same. No issues when I wear my pump on the same side as my sensor bedside I carry my pump in my back pocket. If my pump is on the same side on the opposite side the same issues prevail."